Event description:
Silicone gel is excreting from patient's skin through her pores, all over her entire body. Per doctor's notes: two years ago we did a breast aug on her and she noticed a rash 9 months ago. She noticed little flecks. She first went to a dermatologist in (B)(6) and she saw 3 or 4 and they referred her to the (B)(6) and they immediately sent her to (B)(6). She was up there for a month and she was on steroids and creams and ointment and they did every test. They did biopsies and she said nothing ever showed up. Pt came in thinking she had a rupture right implant. MRI confirms no intracapsular or extracapsular rupture. Lab results appear within normal range. Ameripath's report reads: "soft clear foreign debris compatible with silicone, not diagnostic." Pt claims she has had no silicone injections of any kind. The implants were found to be intact upon removal. Not even gel bleed was observed. A lot search was performed in (B)(4) database and there are no other complaint of this type.